Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ser plas 1ml 13x3,8 u-100 150 contained foreign matter. Verbatim: it was reported that needle rusted with the product sealed. The defective product was sent to the industry at their request for analysis by their quality department.